Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a male patient (age unknown) the device was intermittently unable to obtain an ECG signal. Complainant indicated that the clinician obtained another set of electrodes and the device was intermittently unable to obtain an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.